Event description:
I started using fixodent from approx 1998, and stopped it in 2009. While I was using fixodent, I have had numbness and tingling and total loss of use of my extremities. I was told that I have low blood levels and I have severe anemia and I have had blood trans and iron in the IV straight for 5 days. In a row and my problems is permanent because of the anemia. I have arthritis 65% of my body now. I may not walk soon. Dose or amount: denture cream. Frequency: once a day. Route: oral. Dates of use: 1998. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: yes.